Event description:
New information received notes the patient felt tired and had a lack of energy prior to the follow-up in clinic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with backup vvi mode on the implantable cardioverter defibrillator. The cause of the backup vvi was event queue overflow. A device restoration was performed successfully. The patient was in stable condition.